Event description:
A home patient (hp) contacted baxter's (B)(4) regarding a system error (se) 2240 alarm that occurred on the home choice (hc) machine during initial drain. The technical service representative (tsr) explained the se 2240 alarm indicates air entered the set up. The hp stated she pressed go before connecting to the patient line causing the 2240 in initial drain. The hp stated she would finish therapy manually and notify her nurse in the morning. On (B)(6) 2011 (B)(4) spoke with the hp who stated she does not push go on the hc until she is connected. The hp stated she was connected at the time of the alarm. The hp stated she contacted the tsr who instructed her to start over with new supplies. The hp stated she started over with new supplies and resumed therapy. The hp stated she contacted her pd rn and let her know about the alarm. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Should any further information become available, a follow up will be sent.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) that occurred during initial drain was confirmed. The cause was determined to be the result of the patient not being connected when therapy initiated. The label review found the labeling adequate for the use error in this complaint. The batch review was not performed because the lot number is unknown. The root cause investigation is in progress through (B)(4).